Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through production and quality testing. Maximum temperature recorded on the head of the attachment exceeded maximum allowable temperature. The attachment exhibited a temperature increase during free run testing of 64.1 c and under load of 73.3 c. Maximum allowable temperature at the time of testing was 44.3 c. Both bearing retainers exhibited cracks. This failure would have led to set instability, contributing to the overheating seen during the investigation. Microscopic evaluation revealed moderate gear wear on head-tail and head assemblies. Debris was also noted within the cap and head cavities. All components looked dry with no evidence of lubrication. Additionally, the attachment failed all production requirements with the exception of spray and illumination testing (sound testing was not performed).

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.